Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sheath hub separation remains unknown.

Event description:
During the procedure, the sheath tubing separated from the hub when attempting to remove the sheath post procedure, leaving a portion of the sheath tubing in the patient. A cut down procedure was performed to retrieve the detached portion of the sheath was able to be retrieved with no consequences to the patient.